Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The site canceled the on site inspection and no replaced parts were returned to the manufacturer for analysis. Work order canceled by site. No parts returned.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system cable connector was damaged. System is still fully functional. No patient was present at the time of the event.